Manufacturer narrative:
Mml # (B)(4). Other device explanted. Model: 8145 description: reactiv8 implantable stimulation lead serial numbers: (B)(6) UDI #s: (B)(4).

Event description:
It was reported that the patient experienced discomfort around the implantable pulse generator (ipg). The patient has a low body mass index (bmi), which causes the skin to stretch. The patient requested an explant. The ipg and two leads were completely removed without complications. Although requested, the device was not returned due to facility policy. No actual device evaluation can be performed. The ipg and leads device history records were reviewed. No nonconformances were found.